Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient suffered from a femoral trochanter fracture on an unknown date. Patient was in surgery on (B)(6) 2013, during which surgeon was planning on implanting the pfna construct. It is reported that during the procedure, surgeon could not get the pfna-ii blade l100 tan to fit correctly. He tried to change the angle and re-insert the blade, but this did not work. Involuntarily, surgeon removed the inserter. Eventually, surgeon switched to the l95 blade and completed the procedure. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained device to the responsible development engineer for evaluation. It is visible that the shaft does show some marks on the outside surface of the blade. A functional test was performed. No deviation to the specification to this article could be found. Therefore we are not able to comprehend the mentioned problem. The manufacturing documents were reviewed and no discrepancies to the specifications where found. No product fault could be detected.